Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review will be performed. The device is pending return. The company is still investigating this issue.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 4808060 implantable port allegedly experienced detachment of device or device component and fracture. This information was received from one source. The malfunction involved a patient with no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the malfunction and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified detachment of device or device component and fracture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 4808060 implantable port allegedly experienced detachment of device or device component and fracture. This information was received from one source. The malfunction involved a patient with no patient consequences. Age, weight, and gender were not provided.